Event description:
It was reported that during preparation, delamination of the polymer layer and peeling of the polytetrafluoroethylene (ptfe) coating was noted on the distal portion of the subject guidewire. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned. Therefore, visual and functional analysis were not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the repoerted event, an assignable cause of undeterminable will be assigned.

Manufacturer narrative:
This is 2 of 2 reports. The subject device is not available to the manufacturer.

Event description:
It was reported that during preparation, delamination of the polymer layer and peeling of the polytetrafluoroethylene (ptfe) coating was noted on the distal portion of the subject guidewire. There were no reported clinical consequences to the patient.